Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that insulin pump alarm calibration error alert. Customer's blood glucose was unknown mg/dl. The customer was advised to consider setting up a schedule to calibrate. The customer was advised calibrate the insulin pump at the most 4 times a day. The customer was advised that the sensor may be malfunctioning. Customer was advised to change site. The customer was advised that we would replaced sensor and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enite sensor performed continuity resistance test and the sensor failed per specifications.